Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding'), adrenal insufficiency ('adrenal insufficiency') and addison's disease ('addisons disease- worsened after essure') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for endometriosis: birth control pills from 2011 to 2017; for prevent pregnancy: mirena from 2006 to 2011. Concomitant products included estradiol since 2017, eszopiclone (lunesta) since 2017, gabapentin since 2017, hydrocortisone since 2009, montelukast sodium (singulair) since 2010 and omeprazole. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("pain lower abdomen/ cramping"), uterine pain ("pain uterus") and arthralgia ("pain hips"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), urinary tract infection ("uti") and tooth fracture ("teeth breaking/shattering"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adrenal insufficiency (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). And "otal" hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, hot flush, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, tooth fracture, uterine pain and arthralgia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, alopecia and abdominal pain lower had resolved and the adrenal insufficiency and addison's disease had not resolved. The reporter considered abdominal pain lower, addison's disease, adrenal insufficiency, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain, tooth fracture, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet received. Essure implant and explant dates updated. Event injury was replaced by device breakage, events per pfs-migration of essure device location of device: uterus, abnormal bleeding, hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, addisons disease- worsened after essure, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, teeth breaking/shattering, pain lower abdomen/ cramping, pain uterus, pain hips and adrenal insufficiency. Historical drug, concomitant medications, labs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.